Event description:
This is submitted to report that returned device analysis found the guide hemostasis valve bond was loose and could be rotated around the guide shaft. This has the potential to cause or contribute to patient injury. It was reported that during device preparation, outside of the anatomy, the steerable guiding catheter (sgc) was prepared and tested per the instructions for use (IFU). The nurse put a finger on the tip of the guide, and the physician closed the stopcock and raised the housing of the guide. The tip of the guide stayed in the saline bath during the entire process. The finger was removed from the tip of the guide and the water column went down as air came into the system. It was observed that the hemostatic valve did not hold the water column and the valve seemed to have a leak. There was no damage observed prior the leak. The sgc was not used and did not enter the anatomy. There was no patient involvement. A new sgc was used in the procedure. There was no clinically significant delay in the intended procedure. No additional information was provided. Subsequent returned device analysis, on (B)(4) 2014, found that the guide hemostasis valve bond was noted to be loose and could be rotated around the guide shaft.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The steerable guiding catheter (sgc) was returned for analysis, which confirmed a leak. A review of the lot history record was conducted and found no associated non-conforming reports for this lot. Additionally, a review of the complaint handling database found no other incidents related to leaking for this lot. Based on the related records review, review of the lot history revew for this lot and complaint rate, a potential product deficiency was identified. There is no indication that a larger population is predisposed to this failure mode. This type of reported event will continue to be processed per local quality system procedures.